Manufacturer narrative:
Section a2: patient age could not be determined. Section a4: patient weight could not be determined. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was transplanted on (B)(6) 2024. The customer stated that no further information was available.

Event description:
Additional information stated that the outcome was device/therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was communicated that the pump would not be returned. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.